Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/26/2015.

Event description:
Procedure: sigmoidectomy. According to the reporter: the staple line was incomplete. When doing leak test, the surgeon noticed a leak and elected to cut and hand sew the anastomosis. Additionally, the posterior donut was partially cut. The user stated it was difficult to turn the black knob to close the stapler. There was unanticipated tissue loss. Operating time was extended by more than 30 minutes. There was no blood loss 500cc or more. There was no reinforcement material used.